Manufacturer narrative:
It is unknown if there was patient involvement. No patient information was provided. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility and contact information is unknown. Reporter is a synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the grasping end of a posterior lumbar interbody fusion (plif) holder had broken. It was unknown if there was patient or procedure involvement. This report is for a plif holder. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot a7ta18 does not correspond to a tuttlingen device. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.